Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gastric bypass procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke in half. There were no adverse pt consequences reported.